Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support and when peeling away the 14 french sheath, vascular damage occurred. The impella cp was placed via the left femoral artery for left main percutaneous coronary intervention. The impella peel away sheath was going to be removed. However, it was peeled away in the artery. The device was removed for bleeding. The hematoma was stopped with a 16 french gore sheath. Significant right arm hematoma and bleeding at the a line site as well was noted. The patient required and was administered four units of blood. It was noted that the patient responded well and was reported to be in stable condition following the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The root cause of the vascular damage issue was most likely use related, the peel away technique used by the md caused vascular damage and bleed/hematoma.